Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. It was reported the patient¿s blood glucose on (B)(6) 2015 was above 250 mg/dl and below 500 mg/dl without any symptoms. The alleged health event does not qualify as a serious health injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/20/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: a review of the pump¿s black box showed multiple occlusion alarms associated with high force. During testing, the pump successfully performed a rewind, load, and prime sequence with no alarms. The pump was exercised for 24 hours with no occlusions. The force sensor calibration was found to be below specifications; the force sensor resistance was found to be above specifications. The pump cover was opened and no internal defects were found. Unrelated to the complaint, the display screen was dim and discolored. The battery compartment was cracked.